Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that noise was noted on the rv lead due to a plasma blade. It was also noted that the high impedance observed on the rv lead was due to the lead being removed from the ipg. Post right atrial (ra) lead replacement the rv lead was tested and was observed to be functioning well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead remains in use. No patient complications have been reported as a result of this event.